Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has no display. There was no reported patient involvement.

Manufacturer narrative:
The reported problem was duplicated during lab tests. The fuse f101 was found opened circuit on the returned control pca. The available information is consistent with a malfunction of the control pca. Philips cannot rule out a malfunction of the control pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
The reported problem was verified during lab tests. The logic and gates (B)(4) and schmitt inverter (B)(4) were found defective on the returned power pca. The available information is consistent with a malfunction of the power pca. Philips cannot rule out a malfunction of the power pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .